Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. It was unable to verify unresponsive button due to blank display. No sound anomaly on pump noted. Device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer stated that the battery was low but she did not receive a low battery alert. She changed the battery but the keypad issue persisted. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.